Event description:
It was reported that during a device change out procedure, the left ventricular (lv) lead was accidently pulled back. It was not possible to get access to put the lv lead back in so it was capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: a 4076-45 lead, implanted: (B)(6) 2007. Product ID: a 6949-58 lead, implanted: (B)(6) 2007. (B)(4).